Event description:
It was reported that during an unknown time the cable was damaged. Investigation results indicate that the unit had inconsistent speed. It is unknown if there was patient impact or involvement. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in france. Review of the most recent repair record identified the following related repair: the cable was damaged, worn components, corrosion, control bar position was not correct, motor speed unstable, out of calibration, motor function fails. Plug harness, reciprocation arm, screws and motor were replaced. Device recalibrated. DHR was reviewed and no discrepancies related to the reported event were found. Able to confirm reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.